Event description:
Pt reported experiencing elevated blood glucose (357 mg/dl). Patient indicated that the infusion set was the cause of the elevated blood glucose. Patient indicated that she had been able to bring her blood glucose down by changing the infusion site. Patient indicated that insulin would drip from the tubing when she attempted to bolus in the air. Patient indicated that her piston rod and adapter had been used longer than recommended.